Event description:
The devices were returned without accompanying information. Medtronic's initial evaluation of the incident device found that both battery cells were found to be vented. Product was returned without accompanying information.

Manufacturer narrative:
Concomitant product: sigphandle - sig power sigphandle handle, lot# c18aak0089 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information re garding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the battery was vented. Visual inspection noted that there was contamination on the charging contacts. Functional testing found the h andle was received with a fully depleted battery. The handle was inserted into a sigsbchgr to charge. The handle was removed from the charger but it did not initialize. The information stored directly on the battery integrated circuit was accessed using texas instruments bq gas gauge evaluation software v0.09. This showed the voltage imbalance at rest (vimr) bit was tripped, permanently disabling the battery. Both battery cells were found to be vented. It was noted that the handle was running v28 software. The handle had 243 of 300 procedures remaining. The most likely cause was determined to be component failure. Internal process improvements have been initiated to mitigate this issue. The product analysis also found that there was a failure of battery management system (vimr). The most likely cause could not be established from the information available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.